Event description:
The caller reported via phone call that the customer had a bent cannula and her current blood glucose was 517 mg/dl. Customer treated with a manual injection. Customer was in the emergency room approximately 2-3 months ago due to a bent cannula and her blood glucose was 740 mg/dl at the time she was taken to the ER. Caller was not sure if the customer was given fluids and insulin. Customer was wearing the pump at the time of the emergency room visit and was treated. Caller performed the high pressure test and the pump did not pass and did not alarm once. Customer was advised to revert to a back-up plan. Customer will keep using the pump until the replacement arrives. Customer was advised to monitor it closely.

Manufacturer narrative:
The pump passed the functional testings including the displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor system, and no delivery tests. The no delivery error alarm functioned properly on the pump. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump had a cracked lcd window, a cracked case at the display window corner, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.